Event description:
A customer reported an issue concerning incorrect time settings on their pump, which was confirmed to have a discrepancy of more than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump's time and advised them to monitor the device for any future discrepancies, with the customer acknowledging and understanding the guidance provided.